Manufacturer narrative:
Device evaluation: evaluation of the returned tunneling adapter confirmed the report that one of the tunneling adapter¿s leaflets broke off. The tunneling adapter was returned with one of the leaflets broken off. The broken piece was not returned. Analysis of the fracture face under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. The patient remains ongoing on the device. The surgical procedures section of the hm3 IFU describes how to attach the tunneling adapter and how to create the driveline exit site. This document also instructs the user to confirm that the yellow line on the tunneling adapter is fully covered for a secure connection. The relevant sections of the device history record for the heartmate 3 tunneling adapter was reviewed and showed no deviations from manufacturing or quality assurance specifications.

Manufacturer narrative:
Approximate age of device : 0 days. No further information was provided a supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
The patient was implanted with heartmate 3 on (B)(6) 2019. It was reported that during tunneling of hm3 driveline, one leaflet of the tunneling adapter broke off. The broken piece was not found, and the implant was completed. No further information has been provided.